Manufacturer narrative:
Reason for reoperation is rupture and late onset seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture, ¿seroma" and ¿feels very anxiety about the product, side unspecified. The device remains implanted.